Event description:
During on-site service testing, the baxter repair technician reported an infusion pump with a filure code 570. The hosp. Rep. Stated that thre have been no reports of any pt incident involving this pump sice the last baxter service event. Although baxter attempted to obtain information, details were not available regarding additional contact information, pt demographics, medication involved, or pump programming. No additional information is known.